Event description:
Les mouvements moteurs du bras ne sont plus disponibles. Translated from french: arm motor movements are no longer available. It has been reported to philips that, c-arm motorized movements are not available anymore. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the arm motor movements are no longer available. Upon some inspection the fse confirmed there is a longitudinal position errors during pivot movement. The fse replaced the force sensor. After replacement the force sensor, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. The system c-arm movement is not available and there is a longitudinal position errors during pivot movement. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.